Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter called in to inform that customer had passed away. Customer was hospitalized over the weekend for high blood glucose levels. He was treated and sent home. Customer passed away shortly after. The doctor said the cause of death was cardiac arrest secondary to complications of type 1 diabetes. No further information was provided.